Event description:
It was reported that the brady lead was not successfully implanted due to no sensing on leads, high pacing threshold and no capture at maximum output. A new lead was implanted. No adverse patient effects were reported.